Event description:
It was reported that the customer had a low blood glucose level of 45 mg/dl. His most recent blood glucose level was 106 mg/dl. The customer also reported that he dropped his insulin pump from the bathroom counter and believes this incident damaged his insulin pump. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.